Manufacturer narrative:
(B)(4). A definitive root cause cannot be determined with the information provided. A product history search could not be performed, as the lot number was not provided. This device is used for treatment. No devices or photos were received; therefore the condition of the components is unknown. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed.

Event description:
It is reported that the cable snapped during tensioning.